Manufacturer narrative:
A complete manufacturing review could not be performed as the lot number was not provided. The device was not returned for evaluation. The complaint investigation is inconclusive. Based upon the available information, the definitive root cause for this event is unknown.

Event description:
It was reported that a vena cava filter was implanted approximately four years ago for protection of pulmonary embolism. Approximately two years ago the patient reported to have pain with shortness of breath; however, the filter remains implanted for protection of pulmonary embolism. There is no reported patient injury.